Event description:
Patient presented to the ed reporting he received 21 shocks from his aicd in the last hour. In the ed, a magnet was placed on the defibrillator. After the magnet was placed, the aicd fired one more time. The medtronic team was called to interrogate the device. The md's documentation indicated the shocks occurred over the course of four hours. Interrogation of the device indicated a lead fracture. The md attempted to remove the lead, but it was well seated and couldn't be removed with gentle tugging. The lead was then disconnected and capped and another lead was implanted.====================== manufacturer response for ventricular ICD lead, sprint fidelis======================rep was contacted directly by the cath lab staff.